Event description:
It was reported by repair work order that the seat back was split in the middle of the back and would not support weight. It was also reported that the tracks were worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.